Event description:
It has been reported to co that during the procedure the physician experienced difficulty in inserting this device into the pt. Reportedly, the sheath was "bending and almost breaking during insertion". It is unknown if it was necessary to remove and replace the device. The pt is reported as fine and the device is being returned for co's analysis.